Manufacturer narrative:
Pt weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Device evaluated by manufacturer?: no. The product pertaining to this complaint was not returned for evaluation. Method: lens work order. Results: a lens work order search was performed and no similar complaint was found. Conclusions: (user error caused event): based on the complaint history and work order search, it was determined that the root cause of this event was due to loading error. (B)(4). Lens has not been returned.

Manufacturer narrative:
Results: a visual inspection of the returned product found the lens optic torn. There was evidence of reddish residue on the lens. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens into the patient's left eye. Lens came out of the injector system upside down during insertion into the eye. The lens was removed with no patient injury. The incision was not enlarged and no suture required. Another lens, same model and size was implanted. Cause this incident was due to loading error.